Event description:
Boston scientific received information that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high, out of range, pacing lead impedance measurement. The system was checked and noted good threshold measurement. The field representative reported rv non-capture. A surgical intervention was performed. A tug test was done without evidence of loose connection. The rv lead was then tested and came back with normal results. As reported, the physician attempted to explant this rv lead however, when they noted the distal coil started to pull apart, they opted to instate the prior surgically abandoned chronic rv pace/sense portion. This rv lead pace/sense portion was subsequently surgically abandoned and is no longer in service. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.